Event description:
It was reported that the ilet bionic pancreas case was no longer sealed and would not hold together when removed from its housing, consistent with a hardware enclosure integrity issue and screen delamination as noted by the reporter¿s selections. Symptoms included no reported clinical effects. Outcomes included no reported impact on health or therapy beyond the device hardware concern. Investigation included request for additional information from the customer. Investigation of this case revealed a device housing failure consistent with enclosure separation and potential screen adhesion degradation based on the provided images. It was concluded, based on previously established findings for similar reports, that the cause was mechanical enclosure integrity degradation consistent with wear or handling.